Manufacturer narrative:
(B)(4). Batch # t5c86n. Investigation summary: the analysis found that one plee60a device (b) was returned with the closing trigger and anvil in the closed position. One gst60g cartridge reload was loaded in the device. The cartridge reload was received partially fired 1/16. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that when using the manual return lever ensure that the knife is fully back on its home position, if the knife remain advance the device jaws would not open. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the first firing of the stapler, with a green reload and synovis buttressing material, the doctor went to fire the stapler and there was a safety lockout. The doctor attempted to use the reverse button and the blade wouldn't reverse. The doctor used the manual override to remove the device from tissue. A second like stapler, green reload and like buttressing material was tried and the same lock out issue occurred on the first firing. The doctor was able to use the reverse button to remove the device from tissue. The doctor opened a new stapler with a new green reload and synovis buttressing material to complete the procedure. There were no patient consequences reported.